Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified false "upstream occlusion" alarm was confirmed and reproduced during evaluation. The specific cause was undetermined. If any add'l info is rec'd, a f/u will be sent. The upstream sensor was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced a false "upstream occlusion" alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No add'l info is available.